Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The dso seal was degraded. This will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a bubbled dso. No patient involvement. Dso (downstream occlusion) seal degradation was found in the investigation.